Manufacturer narrative:
.

Event description:
The hcp reported a volume discrepancy. The expected reservoir volume was 1.9 ml and the actual volume aspirated was 9 ml. The patient had underdose symptoms (specific symptoms not reported). The type of medication, concentration, and daily dose being administered via the pump were not reported; device registration system indicates morphine. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.